Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -11.50/2.0/101 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens of longer length due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned with moisture and residue/debris on product, in microcentrifuge vial. Visual inspection found no visible damage to lens. Blood stains were observed on lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).